Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced inaccurate cgm values. For the initial inaccuracy no cgm nor blood glucose reading was reported, and no symptoms or treatment were mentioned. The patient shared on the same call that 3 days after the event of the inaccuracy, they experienced another inaccuracy event while wearing the same sensor. The patient experienced feeling hot and sweaty, and lost consciousness. The patient was found by their wife who called an ambulance. The patient did not remember any treatment, no specific gcm no blood glucose readings from the event, but when a fingerstick was taken the blood glucose reading would have been low, and the cgm reading was inaccurate. The patient stayed at the hospital for 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.